Event description:
The pt received her scs system on (B)(6) 2011 including an ipg. On (B)(6) 2011, the pt stated experiencing discomfort with her ipg. The pt underwent a surgical procedure on (B)(6) 2011 to relocate the ipg for better comfort. Stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.